Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 65 months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that during a recent routine follow-up approximately one month ago, the CT imaging revealed that the aortic neck was found to have dilated to 28-29 mm in diameter and it was 16 mm in length. The stent graft had migrated distally 5.8 cm with a proximal type 1 endoleak present. The current aneurysm measures 5.5 x 5.4 cm. The distal stent graft migration was due to aortic neck dilatation. There was a kink in the left iliac limb. The patient was treated with an aneurx cuff and two endurant stent grafts three weeks ago. No additional clinical sequelae were reported and the patient is fine..

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, stent graft migration). Patient's condition affected effectiveness of device (aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).